Event description:
Patient was revised on (B)(6) 2021 due to a infection, approximately 8 months after the first surgery. The surgeon explanted 4 locking screw, centered glenosphere, ø40+3 cup, ø40/12 stem, glenoid baseplate. The surgeon implanted three locking screw, post extension, glenoid baseplate, centered glenosphere, ø40+3 cup and ø40/12 stem

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.